Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon attempted to fire the stapler but unable to do so. The surgeon stated that the knife is faulty and does not allow the staple to be deployed. Replaced by another device to complete the case. No patient injury.